Manufacturer narrative:
This is the initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer states that when running the axsym hbsag assay, the lid on the reagent pack failed to open causing a probe crash. No impact to patient management was reported.